Manufacturer narrative:
(B)(4). Also was implanted tgu343420/ 14262103 (B)(4). The devices remain implanted and are not available for investigation. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm), endoleak and reoperation. (B)(4).

Event description:
On (B)(6) 2016 a patient underwent a treatment of a thoracoabdominal aortic aneurysm zone 3, with two conformable gore® tag® thoracic endoprostheses. Chimney technique was used with branch vessel treatment of the celiac, superior mesenteric and right renal arteries. The brand of stents used in the branch vessels is unknown. The maximum aortic diameter in the treatment zone was 68mm by cta. The follow up cta showed that on (B)(6) 2016 the maximum aortic diameter in the treatment zone was 60.1mm. From (B)(6) 2017 till (b)(b) 2018 the maximum aortic diameter in the treatment zone increased in size from 62mm to 64mm. It was reported that on (B)(6) 2022, the follow up cta showed that the maximum aortic diameter was 89mm. Reportedly, on (B)(6) 2022, a gutter type iii endoleak related to the ¿snorkel¿ procedure of the superior mesenteric artery (sma) was noticed. Due to the information provided, the endoleak was attributed to the gore® tag® thoracic endoprostheses. There was a poor seal along the stent used for the snorkel. The physician did not notice any component disconnection or tear/disruption in the graft material. On (B)(6) 2022, the patient underwent the coil embolization procedure of the aortic stent graft endoleak. The patient tolerated the procedure.